Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was alleged for under delivery of insulin and high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl which was treated with bolus. Customer was alleged insulin pump for under delivery because they tried to insert blood glucose reading for bolus delivery but insulin pump did not accept it and customer did not received correct amount of bolus. Displacement test was performed and result was ok. The insulin pump will not be return for analysis.